Event description:
It was reported by service report that the brakes are not working. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Eval: brake adjuster.